Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump experienced a key stuck alarm. The patient called back with the same alarm, key stuck. The battery door was opened, and every key was pressed three times. An attempt was made to restart the pump, but the top-left key would not work to acknowledge the alarm or start the pump. The pump was turned off by removing the batteries, and the tubing was clamped. This event occurred during the infusion. There was patient involvement and no reported harm.